Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Refrigerant gas temperature was equal to room temperature when measured. Unit's repair is beyond economical cost. Through follow up communication it was learned that the customer has deemed it unviable to repair and has decided to scrap the unit and to replace it with another new one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in wakefield, united kingdom. It was suspected a gas loss in cooling coils. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater cooler system 3t was unable to cool below 23 degrees both on patient and cardioplegia sides. The issue occurred when the machine was in service. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: review of livanova complaints database revealed no further issue notified for this unit since its installation in 2018. Based on the collected information, and considering investigation results of previous similar, the most likely root cause of the reported event is associated with refrigerant gas leaking from the cooling coil due to degradation of the coil, due to corrosion that occurred overtime.